Event description:
In late 2008, patient underwent surgery for gun shot wound to the head. This included right sided decompression craniotomy to temporal and parietal lobe, evacuation of intracerebral hematoma, right temporal lobectomy, closure of middle fossa of skull base. Dura-guard was sewn into place to allow for additional room for brain expansion. In early 2009, the dura-guard was removed due to a sterile abscess (all cultures were negative). The abscess was drained and required wound care. In early 2009, the patient had a recurrence of the sterile abscess which required drainage and packing.

Manufacturer narrative:
No product was returned for evaluation. According to the device history record, the device met specification at the time of manufacture. The 100% sterility check passed in all cases with no psi indicated.